Event description:
It was reported that the patient was "not getting adequate stimulation in one area." It was noted that the patient went in for programming and wanted to program cycling in order to increase battery life. It was stated that due to inadequate stimulation, the patient may have to increase setting over time. It was noted that the patient used therapy "off and on," and it had "been awhile" since they used it last. It was later reported that the battery was nearing end of life (eol). It was stated that there were no malfunctions, impedance check showed readings within "normal" limits, and the patient would discuss battery change with physician. It was noted that the patient was receiving "adequate stimulation" after reprogramming but the patient will experience "increasing amplitude" and the battery "eventually will deplete." Four days later, it was reported that impedances reflected that "2nd side" did not have the lead intact. It was stated that "multiple" reprogrammings were attempted "without success." It was noted that there were still no malfunctions. No interventions were taken or planned "yet," and the patient was still getting adequate therapy though the battery was "low." If any additional information is received, a supplemental report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748940, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 7435, serial# (B)(4), implanted: (B)(6) 2003. Product type: programmer, patient: product ID 3998, lot# j0421683v, implanted: (B)(6) 2004. Product type: lead. (B)(4).